Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient has hardened tissue at the insertion site which led to high blood glucose of 300 mg/dl and it was treated by corrective bolus via mdi manual injections.